Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states that a couple of home health nurses have been stuck with the protruding lancet; no medical attention was needed. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.